Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. There was an injury alleged with this complaint. The injury was reported as a non-specific minor injury. This was not deemed to be a serious injury and there was no reported medical intervention.

Event description:
The consumer's daughter states the caregiver was bathing the consumer, when the back leg allegedly buckled, causing the consumer to fall.